Event description:
It was reported that the customer was hospitalized with a high blood glucose of 840 mg/dl, after being found unconscious. It was stated that she also experienced an upset stomach, flu-like symptoms and body aches. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed with the correct basal rates, but the time and date were incorrect. Assisted with correct time and date programming. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller stated that she would be calling back to finish troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.